Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arteriovenous fistula. A 7.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. The balloon was inflated at 10 atmospheres (atm) then gradually increased to 18 atm; however, the balloon ruptured at 20 atm. The device was removed and the procedure was completed with another 7.0 x 60, 75cm mustang balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter phone: (B)(6). Device evaluated by MFR.: the device was returned for analysis. Visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A microscopic examination identified a longitudinal tear in the balloon material beginning at the proximal balloon bond and extending approximately 46mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 20 atmospheres. Visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident. Visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arteriovenous fistula. A 7.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. The balloon was inflated at 10 atmospheres (atm) then gradually increased to 18 atm; however, the balloon ruptured at 20 atm. The device was removed and the procedure was completed with another 7.0 x 60, 75cm mustang balloon catheter. No patient complications were reported and the patient's status was stable.